Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As indicated in the device instructions for use, "do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle of a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information supplied to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: pt was having a port-a-cath placed in the operating room. Disposable zipwire was used and threaded through introducer for guidance. Upon removal of the guidewire, sheath was frayed at the tip about 8 inches down; half of the side remained in the pt. Xray confirmed sheath was inside pt. With xray guidance surgeon was able to remove the piece from the pt. This required extended operating room time.